Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device exhibited an egm anomaly during a post-implant testing. The other functions of the device were tested normally, and the physician elected to close and finish the case. The patient was stable and will be followed normally.